Event description:
It was reported there were guidewire removal difficulties requiring the physician to cut the pts skin in order to remove the guidewire. The doctor had punctured the vein in the groin and then inserted the wire through the needle. When he felt vascular resistance, he withdrew the guidewire carefully. Suddenly, during the retreat, strong resistance was noted. The guidewire could not be pushed forward or backward. An x-ray revealed a node on the wire. The physician had to cut into the pts skin to remove the wire from the pt. Following removal of the wire, the physician held pressure for approx 30 minutes. There were no further consequences to the pt.

Manufacturer narrative:
(B)(4). One guidewire was received for eval with a knot noted near the j curve. Visual inspection revealed a knot .500 inches proximal of the tip end. The outer diameter of the guidewire measured .0315 inches which is within spec for this guidewire. The guidewire would not have been able to be inserted into the body in a knotted condition; therefore the knot occurred after insertion. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification was consistent with operational context as device performance was limited due to anatomical/procedural factors.